Event description:
A malfunction was reported by a customer in france on january 30, 2026, regarding a particular pump. There was no information provided about any adverse impact on the customer's blood glucose level. The pump was able to start, charge, and be recognized by a computer. The device is being returned, with the expected return slated for march 30, 2026, and a replacement pump has been issued with a new serial number.